Event description:
A patient capillary sample was tested, using the suspect device, with a result of 51 mg/dl. The same patient (sample type not provided), when tested by the hospital lab, measured 34 mg/dl. Patient was treated with d12.5, at birth, which was subsequently increased, due to low blood glucose result obtained from the hospital lab. At the time of the report, the patient had been discharged from the hospital. Reporter indicated that controls had been run on the device, and had tested within the acceptable range.